Manufacturer narrative:
The zoll platform in complaint was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
(B)(6) ambulance service department received an emergency call on (B)(6) 2016 for a male patient found lying on his back approximately in the same location as he collapsed. Patient was rolled over and manual CPR started immediately by family for unspecified length of time and then taken over by first responder until the arrival of the (B)(6) ambulance ems paramedics. Customer noted no trauma seen on the patient. During patient use, it was reported that the autopulse platform shuts down five times during active operation. The first time was inside the residence, second time was as ems was trying to get electrodes to stick to the patient, third and fourth time was right after the second and fourth round of epinephrine administered by paramedics inside the ambulance. The fifth time was in the emergency room when the staff was administering the 6th round of epinephrine. Per the customer, both batteries were fully charged and ready for service prior to deployment. During the platform shutdown, the battery was swapped for a fresh battery when it showed a red indicator light. Customer indicated that even with new fully charged battery, the platform would power down completely. After performing unknown amount of compressions, the platform screen was blank and shuts off. The power button had to be pressed to turn the device back on. Manual CPR was performed immediately during platform shutdown. Rosc (return of spontaneous circulation) was never achieved. Patient was pronounced dead by the ER physician. Customer does not attribute the patient's death to the use of the autopulse. No further information was provided.

Manufacturer narrative:
Functional evaluation of the returned autopulse platform was performed and exhibited multiple ua16 (timeout moving to take-up position) error messages upon powering up. Archive review showed intermittent platform shutdown on the date of the event therefore the reported complaint was confirmed. The exact root cause of the issue is unknown but the most probable cause was due to low battery capacity used on the time of event and defective motor controller board. The motor controller board of the platform was replaced to remedy the controller board issue. Once completed, error message was able to be cleared and the autopulse passed the final functional testing with no issue or faults observed. The archive review showed there were multiple (under voltage <18v) un-command and intermittent platform shuts down occurred on the event date of (B)(6) 2016. The battery used on that event is with li-ion battery s/n: (B)(4) with very low remaining capacity and li-ion battery s/n: (B)(4) with the half remaining battery capacity recorded on (B)(6) 2016. Both of the said batteries used on the platform was not returned to zoll. Visual inspection was performed and found multiple screws of the front and bottom cover of the platform were missing. The top cover wire were heavily frayed and the front, top and bottom covers had multiple damages on the finishing edges of the platform. These defects may be related to normal wear and tear as this platform has exceeded its 5 year usage life with manufacture date of 02/29/2008. Additionally, unrelated to the reported complaint, the front and enclosure cover of the autopulse platform was replaced and once completed, autopulse passed the ltrf (large resuscitation test fixture) testing and final functional testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the use of the autopulse device. Death is related to the patient's clinical condition. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. CPR during (B)(6) and ambulance transport is a key issue in pre-hospital emergency care. CPR in a moving ambulance is a particular challenge. A systematic review of the published literature to compare the use of mechanical CPR devices to manual CPR during (B)(6) and ambulance transport showed that mechanical CPR adhered more closely to erc guidelines, and manual CPR quality was poor due to difficult work conditions. (Ong et al. Scandinavian journal of trauma, resuscitation and emergency medicine, 2012) in this case, the stoppages of autopulse occurred several times during ambulance transportation, however, restarting the autopulse and changing from the autopulse to manual CPR were performed quickly, and presents the same workflow as manual CPR in which rescuers are rotated. Because the conversion to manual CPR is quick and is always available, the patients' outcome is not negatively impacted by the interruptions when compared to standard of care manual CPR. Autopulse did not cause or contribute to the patient's death.